Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2015. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose of 475 mg/dl, with blurry vision and thirst. During troubleshooting, customer support (cs) found that the time/date were correct, and that the basal/bolus histories matched the active programming. Cs determined that the basal/temp basal settings had been incorrectly programmed. Patient required no unusual treatment, and remains on the pump. This complaint is being reported because the patient experienced hyperglycemia subsequent to the user error of incorrectly programming the pump settings.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.